Event description:
The sales representative reported on behalf of the customer that the device, asbr-k, microlink, all-suture button fixation system was being used on (B)(6) 2022 during a cmc carpometacarpal arthroplasty procedure and the "drill plunged through the final cortex. Her finger was in the path. No patient injury or impact. Sterile field was maintained. 10 min delay to draw labs on patient and to stop the bleeding on doctor¿s finger¿. The procedure was completed. Further assessment found that the contaminated point was removed and both pieces were discarded. The doctor had blood labs drawn and was reported as being ¿fine¿. This report is being raised on the basis of injury due to drilling through finger.

Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.006. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.